Manufacturer narrative:
¿ Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor vision transcatheter aortic valve (serial: (B)(6)) was chosen for implantation utilizing a small flexnav delivery system (lot: 10114378). Patient presented in sinus rhthym. Length of membranous septum was 2.5mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The navitor was implanted at a depth of 1mm non-coronary cusp (ncc) and 2mm left coronary cusp (lcc) without issue. On (B)(6) 2024, the patient received a pacemaker implant due to heart block.

Manufacturer narrative:
It was reported that the patient received a pacemaker implant due to heart block after one week on navitor valve implant. Information from the field indicated that the patient did not have a history of heart block. The implant depth was 1 mm non-coronary cusp (ncc), shallow than 3 mm optimal implant depth. The device history record was reviewed to ensure that each manufacturing and inspection. Operation was performed and the product met all specifications. Based on the available information, the exact cause of cause of the reported heart block could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as a pacemaker was implanted due to heart block. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.